Event description:
It was originally reported that the patient experienced stimulation in the wrong location about 1 year ago. The stimulation should be in their back and legs instead of their chest. The company representative reported that since the patient fell a year ago, he has not felt appropriate stimulation and stimulation was in the wrong location. He has not used his device since. He has problems recharging and his device is in overdischarge. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).